Manufacturer narrative:
H6: the device, used in treatment, was not received for evaluation and the reported event could not be confirmed. The shipping information was provided, and all efforts were made to locate the device but we have no evidence that it was ever received by the complaint investigation team for evaluation. If the device is received in the future, the complaint will be reopened to evaluate. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the procedure tka when the surgeon tried to put in the insert into the tibia tray, the lateral side of the insert couldn't lock into the tibia tray. Then the surgeon requested to open a new piece of the insert to try again and he managed to lock it to the tibia tray. The operation was delayed by 15 mins because of the faulty insert. Backup from smith & nephew was available to finish the surgery. The surgeon blames the device. The surgeon was satisfied with the surgical outcome. No patient injury/ harm or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.